Manufacturer narrative:
Patient information was not provided. Event date: follow-up communication with the customer identified the event date to be sometime in mid-(B)(6), but the exact date is unknown. This information will be provided in a supplemental report if and when made available. The facility owns two units, but it is unknown which of the two units was involved in this case. The serial numbers are: (B)(4). Mfg date (B)(4): 12/09/2011. (B)(4): 12/06/2011. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that a patient presented with a (B)(6) mycobacterium infection after previously undergoing a cardiac surgery procedure that utilized the sorin heater-cooler system 3t. Follow-up communication with the customer revealed that the patient was obese and diabetic. Patient was discharged from the facility following the procedure and returned in (B)(6) with an infection. The perfusionist stated that the infection in this patient was not critical. The patient is no longer in the hospital for this issue. The facility owns two units, both of which were pulled from service. It is unknown which unit was used for this procedure. Water samples were taken in (B)(6) and sent out for analysis. The results of the water sampling have not been received. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that a patient presented with a mycobacterium infection after previously undergoing a cardiac surgery procedure that utilized the sorin heater-cooler system 3t.